Manufacturer narrative:
Full patient identifier is case-(B)(6). The access sars-cov-2 igg reagent was not returned for evaluation. No hardware errors, flags or other assay issues were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. One patient sample was sent in to the beckman coulter complaint handling unit (chu) testing laboratory for investigation. The sample was first tested neat with the access sars-cov-2 igg assay; the chu laboratory obtained non-reactive results, confirming the customer's test results. The patient sample was also tested neat with a access sars-cov-2 igm assay under development; non-reactive results were obtained. In conclusion, the cause of this event cannot be determined with the information provided.

Event description:
On (B)(6) 2020 the customer reported a non-reactive sars-cov-2 (access sars-cov-2 igg assay, part number c58961 and lot number 971197) patient result was generated on the customer's dxi 600 immunoassay analyzer (part number a30260 and serial number (B)(4)). The customer did not indicate whether the result was reported out of the laboratory and there was no report of change to patient treatment or management as a result of the erroneous non-reactive sars-cov-2 test results. The customer reported a reactive result was obtained on each of two competitor assays.the roche sars-cov2 combo (igm+igg) gave a result of 41.90 with a cutoff of 1.0 on (B)(6) 2020; the abbott alinity sars-cov2 combo igg assay gave a result of 1.5 with a cutoff of 1.4 on 12aug2020. The customer also reported positive pcr results were obtained on 30mar2020 and again on (B)(6) 2020. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. No hardware errors or issues with other assays were reported in conjunction with this event. Sample collection, handling and processing information such as sample type, sample volume collected, centrifugation, storage and other sample related information was not provided by the customer.